Event description:
The customer opened a new carton containing 2 bottles of test strips and found the cap already open on both bottles. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.